Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of burkholderia cepacia as burkholderia multivorans in association with the vitek® ms (ref (B)(4), serial (B)(6)). Investigation there is no evidence that the customer¿s vitek® ms malfunctioned. Investigation shows the expected identification as burkholderia multivorans. The strain identification as burkholderia multivorans was confirmed internally by reca sequencing. Fine tuning: according to the vilink alert tool criteria, the customer fine tuning status was at the limit during the tests made on (B)(6) 2021. Additionally, the fine tuning made on (B)(6) 2021 did not meet all of the necessary criteria. Indicators acceptance criteria could be affected by non-optimal fine tuning made prior to the misidentification and to the quality of the calibrator spot preparation. In these conditions, it might not reflect the real status of the system. Good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Knowledge base review: sequencing confirmed the organism is burkholderia multivorans which is present in vitek ms kb v3.2. Sample data analysis: the analysis of the mzml sample files shows that number of all peaks were heterogeneous (between 41 and 85); indicating non-optimal spot preparation. Biomérieux quality control laboratory reproduced the vitek ms customer results as burkholderia multivorans instead of burkholderia cepacia. The strain has been identified as burkholderia multivorans based on reca sequence analysis which is correlated with vitek ms results obtained by the customer and biomérieux qc laboratory. Conclusion based on the information above, the complaints laboratory concluded that the customer obtained a correct identification - burkholderia multivorans ¿ thus no malfunction occurred. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4)) to further assist with sample spot preparation.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining a misidentification of burkholderia cepacia as burkholderia multivorans in association with the vitek® ms (ref 410895, serial (B)(4)). The customer reported that the vitek® ms obtained a result of burkholderia multivorans (99.9%). The isolate was sent to a reference laboratory where it was identified as burkholderia cepacia. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.